Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted with allegation of premature battery depletion. It was reported that the atrium was programmed to 1.6 v at 0.5 ms and the right ventricle to 2 v at 0.5 ms with 21 vt episodes and over 1600 nsvt. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in premature battery depletion.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.